Event description:
It was reported that during the implant attempt, the lead exhibited high and unstable thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4). The full lead was returned and analyzed. No anomalies were found.